Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011, replaced the leaking tubing pinch valve and verified repair per established procedures. Results met published performance specifications. The root cause for the leak was associated with the tubing pinch valve.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a liquid leak appearing to be diluent underneath the coulter lh 780 analyzer. The operator was wearing ppe at the time of the event and did not come into contact with the liquid. There was no report of exposure to mucous membranes or open wounds and medical attention was not sought.